Manufacturer narrative:
(B)(4). The customer reported the device had a black screen. There was no report of pt involvement. The reported symptom was later clarified as a failure to power up during the evaluation. The optical switch and power pca were replaced to resolve the reported issue. We are unable to determine the root cause of the malfunction because multiple parts were replaced.

Event description:
The customer reported the device has a black screen. There was no report of pt involvement.